Event description:
Laser fiber was noted to have a complete split in area of where fiber was looped against drape during use. Clamp was in place over drape fold, examination showed 2 approximately 8mm holes in drape, and approximately 4mm hole in hospital issue sock over the right ankle. Area was examined interop and no patient injury noted. Area was again examined post operation without injury.